Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported that after an intraocular lens (iol) implant surgery the patient experienced an ocular hypertonia due to the regular frictions of the implant against the posterior face of the iris, a pigment dispersion in the iridocorneal angle and an endothelial cells density decrease. The patient also experienced a decrease of vision and an intense pain. The iol had to be explanted and a new iol was implanted. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens which most likely occurred during the explantation process. Results from the product and batch history record review indicated the product met release criteria. The lens was returned in a specimen container in a clear unknown liquid. The optic was torn/split/cracked (cut) and had scratches/marks-rejectable. The root cause for the reported complaint could not be determined.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).